Event description:
Caller reported that the t:slim x2 pump's battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer attempted multiple troubleshooting steps without success and was advised to let the battery deplete completely before returning the pump. Technical support arranged to send a replacement pump with updated software, provided instructions for the return of the faulty pump, and ensured the customer had a backup therapy method to continue insulin delivery. The caller confirmed understanding and accepted training resources that would be available with the new pump.